Manufacturer narrative:
No product was returned and thus an investigation could not be performed; however, it should be noted that it is the responsibility of the health provider and/or caretaker to ensure the proper pump with the proper program is being used in the proper manner at the proper time. At this time there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a pump was not working; giving unspecified error messages. The error did not occur while in use with a patient. The event occurred during pretesting. The infusion was a continuous infusion. Set flow rate and volume delivered are unknown. The position of the pump when alarm occurred is unknown. The start date was (B)(6) 2022. Indication/diagnosis: primary pulmonary arterial hypertension. The patient was able to switch to a back up pump and successfully receive therapy. The therapy is life sustaining. The patient continues to be hospitalized for worsening of unspecified primary pulmonary arterial hypertension symptoms. The product issue did not cause or contribute to patient or clinical injury.